Manufacturer narrative:
One tactisys¿ quartz was received for evaluation at tech center. Based on the information provided to abbott and the investigation performed, the cause for the reported event is consistent with a known software issue. As a result of this finding, abbott is performing further investigation.

Event description:
During the procedure, the tactisys displayed the error message, "check ethernet connection". The cables were checked, but the issue remained. It was also noted that the contact force functioned, but intermittent pauses were noted from time to time. Despite the issues, the procedure was still completed and there were no adverse consequences to the patient. Even though no adverse event occurred, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.